Event description:
The customer reported that the device blade came out of the knife track and became dislodged from jaw mechanism during the procedure.

Manufacturer narrative:
(B)(4). The sample had been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.